Event description:
It was reported that unspecified sensor issue occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient¿s parent reported that the patient had been hospitalized for diabetic ketoacidosis (dka), which they believed was related to a ¿malfunction with the sensor.¿ the patient was also using an omnipod insulin pump at the time of the event. The parent was not present when the event occurred and was therefore unable to provide additional details. No further information was available regarding the patient¿s symptoms, treatment administered, or duration of hospitalization. Attempts to obtain additional event details through follow-up with the reporter were unsuccessful. No data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6: medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.